Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon medical record review obtained for an unrelated event, it was learned the pt had an unresponsive episode during dialysis on (B)(6) 2015 and required CPR and hospitalization. Upon follow up with the pt care technician (pct) it was confirmed the morbidly obese end stage renal disease (esrd) pt with history of cardiac disease became unresponsive during hemodialysis, required CPR and was hospitalized. He returned to dialysis after the hospitalization. The pct does not have any product info at this time but stated there were no product malfunctions alleged or found. The machine was not evaluated but remains in service without issue. The dialyzer was discarded. From medical records: the pt was receiving dialysis when his blood pressure dropped and therefore the pt fainted and became unresponsive for 1 minute. CPR was performed and the pt became responsive. He denied chest paint, dizziness, headache, blurry vision, shortness of breath, neck or jaw pain.

Manufacturer narrative:
A clinical investigation reveals the following: the patient was unresponsive for one minute and required cardiopulmonary resuscitation. The patient has a history of atrial fibrillation and other cardiac issues. There was no information in the medical record that indicated a causal relationship between the fresenius hemodialysis device and concomitant product and the patient's event. The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of th dialyzer used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The batch production records for these lots were reviewed. The batch recodes confirmed that the released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius dialyzer caused, contributed ot or was a factor in reported event.